Event description:
(B)(4) - device did not function as expected. It was reported: "the pt had tha with bone graft to the acetabular because, she had a cutout of her g3 lag screw. However, the insert (10 degree) did not fit and the cup moved to superior so a 0 degree insert was used instead. The surgeon stated that it maybe the acetabular was not hard enough because of bone graft, however, the 10 degree had a problem with its locking system."

Manufacturer narrative:
As part of a quality system improvement plan, stryker corp conducted a 2 yr retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B)(6) 2006 to (B)(6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B)(4). There are 9 events associated with this event type (device did not function as expected) and product code (B)(4). Method: DHR and complaint history review.